Event description:
Healthcare professional reported "partial capsulectomy" via device tracking form. Healthcare professional later reported "patient developed a radiation induced capsular contracture", baker grade IV. Patient underwent radiation treatment prior to diagnosis. This record is for the left side. The device has been explanted and replaced. Partial capsulectomy was performed. The device will not be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.